Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. There was no damage to the electrical contact at the distal end. The banana plug was not damaged. Electrical continuity testing was performed and passed. An additional finding was deep scratches and material removed on the distal area of the main tube. The damaged area measured approximately 1.172- .232. The area missing material measured .120x .074. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; material missing from the main tube, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure a monopolar cautery instrument was shredded at the tip of the electrical conduction. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.